Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The registrar reported to the sales rep that an exeter stem had broken.

Manufacturer narrative:
An event regarding neck fracture involving an exeter v40 stem was reported. The event was confirmed. Device evaluation indicated that the exeter stem is broken through the prehension hole. There are scratches on the stem that must have been done during the explantation of the device. There was evidence of fretting, pitting and corrosion products on the medial side of the returned stem most likely due to micro-motion between the stem and the cement mantle. The material analysis report concluded that the exeter stem fractured in fatigue with the final fracture occurring form an overload condition in a ductile manner. No evidence of impingement was observed during this examination. The eds analysis showed the exeter stem to be made of a fe-cr-ni-mo-mn alloy consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material defects were observed during this examination. No medical records were not received for evaluation. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there has been one other complaint reported for the lot code in 2008. The device was not returned and the event could not be confirmed. The investigation concluded that the root cause of this exeter stem fracture could not be determined based on the information provided. No further investigation for this event is possible at this time.

Event description:
The registar reported to the sales rep that an exeter stem had broken.